Event description:
It was reported that the patient performed a system controller exchange at home on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of driveline communication fault alarms active was confirmed via analysis of the submitted log files. The heartmate 3 vad modular cable (lot number 8011117) was not returned for analysis; however, log files were submitted. The submitted controller event log file from system controller hsc-103772 contained data spanning approximately 14 hours ((B)(6) 2022 per the time stamp). The log file captured atypical driveline communication fault alarms active due to a com_a_fault active from (B)(6) 2022 at 5:24:30 to 5:32:24 (when the driveline was disconnected). The alarm appeared to resolve when the driveline was disconnected. Additionally, the submitted controller event log file from system controller (B)(6) contained data spanning approximately 2.5 days ((B)(6)per the time stamp). The log file captured atypical driveline communication fault alarms active due to a com_a_fault from (B)(6) at 23:49:04 to 23:52:48 (when the driveline was disconnected). The alarm appeared to resolve when the driveline was disconnected, and after the alarm was active, the controller then underwent the shutdown sequence beginning on (B)(6) 2022 at 23:52:45 and the driveline was disconnected 3 seconds after; this is consistent with the controller being exchanged once more, as reported in the event description. The driveline communication fault alarms that were captured in the log file indicated that the initial controller exchange did not resolve the alarm. The submitted controller event log file from system controller hsc-117421 contained data spanning approximately 9 hours ((B)(6) per the time stamp). The log file captured a driveline communication fault active from(B)(6) at 4:29:37 to the last event of the log file ((B)(6) 2022 at 8:39:21). The alarm observed in this log file indicates that the controller exchange did not resolve the reported issue. Finally, the submitted controller periodic log file contained data spanning approximately 4 days ((B)(6) 2022 per the time stamp). Driveline communication fault alarms were observed in the log file on (B)(6) 2022 at 5:55:48, 6:55:48, and 7:55:47. Pump speed was not affected by the driveline communication alarms. Based on the submitted log files, exchanging the controllers did not resolve the event; however, exchanging the modular cable resolved the reported issue. It was reported that the alarms did not resolve with the controller exchanges; however, the modular cable was exchanged (B)(6) 2022 and resolved the driveline comm faults. Provided information stated that it is unknown if the product will be returning to abbott. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history record was reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR # 2916596-2022-16105. Section d: the product was switched to the modular cable lot # 8011117. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient performed a system controller exchange at home on 04dec2022. The patient went to the emergency room to receive a backup system controller and ensure all alarms were resolved. Log files were sent for review. Log files noted that the driveline was disconnected on 04dec2022. The log files noted that external power was removed a few times and the emergency backup battery operated the system while driveline comm a faults occurred on 04dec2022 at 5:24. The alarms were consistent with a system controller exchange and alarms initially resolved with the system controller exchange. Additional driveline comm a faults were captured in the log files on 07dec2022. The system controller was exchanged again but the alarms returned on 08dec2022. The modular cable was exchanged 08dec2022 and resolved the driveline comm faults.